Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had been lost to follow-up since implant approximately five and a half years ago. During device check it was noted that eight inappropriate shocks had been delivered over that time frame due to t-wave oversensing. The rate cut off was increased to mitigate further inappropriate shocks. No adverse patient effects were reported.